Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor reported that the patient's garments were too tight and were cutting into her skin. The patient reported that she had an open area under her right breast and that the area smelled bad and was leaking liquid. The patient had been staying in the hospital but had reportedly not told her doctor about the skin condition. The patient was issued better fitting garments. Multiple follow-up attempts were unsuccessful and the patient's medical outcome is unknown.